Event description:
It was reported that a #6-9mm poly trial was broken during surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a crack/fractured modified hollow tibial insert trial was reported. The event was not confirmed. The exact cause of the reported event could not be determined as no product was returned for inspection. Based on the information provided, no manufacturing nonconformities were identified. No further investigation is possible at this time. If additional information becomes available, the investigation will be re-opened.

Event description:
It was reported that a #6-9mm poly trial was broken during surgery.